Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of the pumphead display printed circuit board assembly (pcba). This condition may have been a false alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Pumphead display printed circuit board assembly (pcba) the device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be a faulty pumphead display printed circuit board assembly (pcba). To correct the condition, the pumphead display printed circuit board assembly (pcba) was replaced. If any additional information is received, a follow up MDR will be sent.